Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient has been experiencing pain at the ipg site since the date of implant. In turn, surgical intervention may take place to address the issue.

Event description:
It was reported that surgical intervention took place on (B)(6) 2019 wherein the patient¿s ipg site was repositioned and the pocket site was made deeper. Therapy has been restored postop.

Event description:
It was reported that the patient's original pain at the ipg site has resolved.